Event description:
A female pt reported experiencing chemical burns to both eyes and "lost vision for 3 days" while including complete moistureplus solution in her lens care regimen. Pt's experience occurred in 2005. She had been using this particular unit of solution for several weeks. The bottle was almost empty, and the expiration date was 10/05. The night before her experience, pt had placed a new pair of disposable contacts in the solution to soak overnight. She was able to wear the lenses successfully for several hours, and then began to see" halos around light". She removed her lenses several hours after symptoms began. The following morning, the pt's eyes were swollen, stinging and had discharge. Pt sought treatment at a local ER, but was referred to an ophthalmologist. Attending physician diagnosed chemical burns. Pt's right eye was patched for 2 days. Pt has recovered without sequelae. We received phone call from pt 's attending ophthalmologist june 8, 2006; it is his opinion that the solution was the cause of the pt's ae.

Manufacturer narrative:
Device evaluation: complaint unit received; it expired oct 2005 (same month as pt's ae). Manufacturer is unable to perfom product testing on complaint unit due to expired status. Previous testing had been performed on this particular lot. No deviations noted in manufacturing records. Chemical evaluation of retain unit found the solution to be within specifications. Based on these results, manufacturer is unable to provide explanation for pt's experience.